Manufacturer narrative:
Investigation is ongoing. The instructions for use (IFU) and the sapien 3 procedural training manual detail the steps necessary to place the guidewire and later align the sapien 3 valve in the patient. The training manual also discusses important facts about handling the guidewire during the procedure, including: take time to ensure the wire is tracked to the apex of left ventricle and does not get caught in the mitral chordae. Maintain wire position. Ensure wire is still in lv, note: manage guidewire position. Guidewire can move as much as 8 cm proximally during valve alignment; and caution: maintain guidewire position in the left ventricle during valve alignment. The training manual also details steps on withdrawing a crimped, undeployed valve through the esheath. In this case, the retrieving the valve into the sheath was "not possible". The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), difficulties were encountered when pushing the 29mm sapien 3 valve and transfemoral delivery system through the esheath, as there was a lot of resistance inserting the device. During this maneuver, the guidewire was lost out of the ventricle. At that point, the valve already exited the sheath and retrieving it back into the esheath was not possible. Placing the wire in the ventricle was unsuccessful. The valve was deployed in the abdominal aorta. The commander delivery system could then be retrieved. The guidewire was placed again and implantation of a newly prepared 29mm sapien 3 valve was successful. Access vessel diameter 8mm, moderately calcified and severely tortuous. No problems were encountered inserting the e-sheath.

Manufacturer narrative:
As the affected balloon catheter was not returned, the investigation was limited to review of DHR, review of physician training and IFU, review of complaint database for similar/other complaints, review of lot history, and manufacturing mitigations. The work orders related to the manufacturing of the complaint device and the components that could potentially contribute to the complaint did not reveal any manufacturing related issues that could have contributed to the failure mode. No IFU/training deficiencies were identified. A review of complaint history for the edwards commander delivery system v2.1 from august 2015 to july 2016 revealed other returned complaints for the "delivery system withdrawal difficulty - valve, through sheath". A review of the complaint history revealed that the occurrence rate did not exceed the july 2016 control limits for the trend category of "withdrawal difficulty" for the commander delivery system. Review of lot history did not reveal any other complaints for delivery system - withdrawal difficulty - valve, through sheath. During manufacturing of the commander delivery system, the delivery system undergoes multiple 100% inspections. The fully assembled commander delivery system was 100% visually inspected by manufacturing and quality for defects and cosmetic appearance under minimum 2.85x magnification. The fully assembled commander delivery system was 100% functionally inspected by manufacturing and quality for fine adjust function, collet/shaft clearance, and collet engagement. The commander delivery system is 100% air pressure leak tested. Post leak test, the balloon covers and inflation balloon are inspected for any damage. The commander flex tip outer diameter (which would be the largest od going through the sheath) is 100% inspected. The inspections stated above support that it is unlikely a manufacturing non-conformance was the source of the complaint. Due to the device and/or applicable photographs (relevant to the reported event) not being returned for evaluation, the complaint of "delivery system - withdrawal difficulty-valve, through sheath" was unable to be confirmed. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A review of relevant complaint history, applicable DHR, lot history and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the sheath was the source of the complaint. The cer states that the patient had moderately calcified and severely tortuous access vessel. Tortuous or calcified access vessels can cause non-coaxial retrieval angles, which can aggravate any difficulties experienced with delivery system retrieval. In addition, review of previous similar complaints suggests that withdrawal of the thv/delivery system through the sheath can be affected by non-axial alignment with the sheath during retrieval, excess fluid being left in the inflation balloon during prep, and not placing the flex tip over the triple marker prior to withdrawal. Available information suggests that patient factors (severely tortuous and moderately calcified access vessels, as noted in complaint description) and/or procedural factors (retrieval angle) could have potentially contributed the reported event. However, a true root cause is unable to be determined at this time. Since no manufacturing non-conformances or IFU/training inadequacies were identified, no corrective or preventative actions are required. Since product non-conformance was unable to be confirmed and the occurrence rate does not exceed the control limits, no product risk assessment (pra) escalation is required. Due to the device and/or applicable photographs (relevant to the reported event) not being returned for evaluation, the complaint of "delivery system - withdrawal difficulty -valve, through sheath" was unable to be confirmed. Due to the unavailability of the relevant device, it cannot be determined if a manufacturing nonconformance contributed to the complaint event. Available information suggests that patient and/or procedural factors may have contributed to the reported event. No labeling or IFU/training inadequacies have been identified and review of the complaint history for the month of july 2016 revealed that occurrence rate did not exceed the control limits for the applicable category for this failure mode (delivery system - withdrawal difficulty -valve, through sheath). No corrective or preventive actions are required at this time.